Manufacturer narrative:
Correction d6b - date of explant.

Event description:
Additional information received indicates one lead also migrated and the patient's system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is unable to enter MRI mode due to high impedances and experiencing pain at the ipg site. Surgical intervention may take place at a later date. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000081299.